Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. However, the device passed the displacement, rewind, selftest and basic occlusion tests. A scratched display window, cracked case, cracked battery tube threads and cracked reservoir tube also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient called to report that she was getting no delivery alarms and her blood glucose levels were greater than 600 mg/dl. Found that the patient was hospitalized due to diabetic ketoacidosis, nausea, irritability and trouble breathing. Troubleshooting was performed, and the insulin pump was programmed correctly. The unit passed the prime test, but there was no tubing clamp for the high pressure test. It was also stated that insulin had leaked at the infusion set quick release. The mother was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.